Event description:
The customer observed false elevated alinity I stat high sensitivity troponin-I results when processing on the alinity I processing module. (B)(6) 2025, initial sample, sid (B)(6) at 1805 resulted 87.7 ng/l, but repeated <2.7 ng/l. (B)(6) 2025 second sample, sid (B)(6) at 1914 resulted <2.7 ng/l. The customer reference range is <2.7-14 ng/l for females. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00637-01 under a different suspect device. The field service representative (fsr) inspected the instrument and observed buffer salt build up on the 100ul buffer pump and alinity I probe tub wash. The fsr replaced the parts, resolving the issue. A review of instrument service history for ai24131 revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the 100ul buffer pump and alinity I probe tub wash did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number ai24131, the 100ul buffer pump, or the alinity I probe tub wash.

Manufacturer narrative:
Section a patient information: no additional patient information is available. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated alinity I stat high sensitivity troponin-I results when processing on the alinity I processing module. 17nov2025, initial sample, sid (B)(6) at 1805 resulted 87.7 ng/l, but repeated <2.7 ng/l. 17nov2025 second sample, sid (B)(6) at 1914 resulted <2.7 ng/l. The customer reference range is <2.7-14 ng/l for females. No impact to patient management was reported.